Event description:
It was reported by her physician, that the customer had been hospitalized with diabetic ketoacidosis. Her blood glucose was unknown at the time of reporting. He suspected that the hospitalization was due to insulin pump failure. He stated that he wanted to ensure that insulin pump was working properly, but declined to troubleshoot over the phone. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.